Event description:
Hill-rom tech stated that the head hilow on this bed will not work. No injury reported. The head hilow of the bed drifted down when the bed was in the maintenance shop. The head hilow valve was replaced to resolve this issue.